Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, general. Abnormal. Bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, general. Abnormal. Bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, general. Abnormal. Bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events menorrhagia, general. Abnormal. Bleeding, uti, ,psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report